Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been ten (10) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, no image and front panel blinking, could not be identified. The actual device has not been returned, and no other information can be obtained, presumed cause could not be identified. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿labelling review: from the complaint information tab, the device has not been returned to the repair department. Therefore, it cannot be determined whether the defect was caused by user misuse.¿ olympus will continue to monitor the field performance for this device.

Event description:
It was reported that the video system center screen went black, and the processor had started flickering. The issue occurred during preparation for use for a diagnostic colonoscopy procedure which was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.